Event description:
In honor of FDA the injustice of lasik surgeries my name is (B)(6) and I passed ebk surgery on (B)(6) 2022 by dr. (B)(6) in (B)(6) clinic, in (B)(6). I still have side effects. The first is severe dry eyes. I feel uncomfortable in my eyes all day long, and sometimes it is very painful. The second is when my pupils enlarge, I see light as a starburst, and long lines come out from light sources. In their website, they write that halos and glare don't happen at all after the surgery thanks to their innovative equipment. Following them I have another side effect, indirectly but severest - anxiety and depression. The regret and the grief kill me. I stopped studying at the university (computer science), and I don't function properly as a father and as a husband. I'm frustrated, why no one told me about these side effects which they really common and known. The only words of the dr. Were that the surgery is safe. I have the responsibility to my eyes and it is my role to decide whether take the risks or not, why did they disappear it from me? Furthermore, before the surgery, I went to another clinic, and after I asked what the risks are, they said literally, there is no risk, and after they did corneal mapping, they ask me get in to the dr. Room. I came in and the dr. Didn't even look my eyes, just said, come on thursday for surgery. It is injustice. I hope this issue will be repaired shortly, not for me, but for the other people. It doesn't make sense that healthy person take these risks just to improve his life. That's true that over 90% are satisfied, but the rest don't only regret, but rather have depression, anxiety and suicide thoughts. The only reason that a lot of people do this surgery is because they don't know what are the risks and how often they "accure". I thought the drs. Willing is to heal people, but know I realize that they are surgeries sellers. Writing in deep pain, (B)(6).